Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent a cystourethroscopy in (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence menorrhagia and a mesh was implanted. Concomitantly the patient underwent a total abdominal hysterectomy. It was reported that following insertion the patient experienced pelvic and vaginal pain, infection, urinary/bowel incontinence, foul smelling urine, abdominal pain, leg pain, low back pain, dyspareunia, anxiety and depression. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.